Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was explanted due to fluid loss and because the device stopped working. The device stopped inflating. A new 18cm x 12mm cx ipp device was implanted. There were no further patient complications.